Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported hat the customer experienced ongoing low blood glucose (bg) ranging from 40-45 (mg/dl). Reportedly, the customer believed the morning settings needed to be adjusted to a higher carbohydrate ratio. Glucose tablets, milk, and food was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding adjusting the settings.